Event description:
It was reported that the pump display did not turn on. There was no reported adverse impact to the customer's blood glucose. The customer reverted to manual insulin injections for insulin therapy.